Manufacturer narrative:
Additional information was received on 4/14/2016: there was no friction felt when using the trupush coil pusher. As reported by a healthcare professional, during coil embolization of a right internal iliac artery aneurysm, after successful implantation of ten coils using a trupush coil pusher (632774x/10563114), the physician found a foreign substance stuck to the tip of the coil pusher after completion of the procedure. It was reported that the procedure itself was successful with no patient injuries or complications, and the same microcatheter was used throughout the procedure. There was no friction felt when using the trupush coil pusher. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. No further information was available. One non-sterile trufill coil pusher, dual mark was received coiled in a plastic bag. The wire was inspected and residues of dry blood and dry saline solution could be observed, as well as the coat (ptfe) was found peeled. The core wire was inspected under microscope and the ptfe presented evidence of scratches. Most likely, the guide wire had friction with an unknown object and in consequence ptfe was separated from the guide wire. No other anomalies were detected during analysis. Lake region medical was unable to determine the exact cause for this incident. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10563114. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The report of a foreign substance found on the coil pusher was not confirmed; however, the ptfe sleeve was found peeled. The cause of the peeled section of the ptfe might be provoked by friction with another device; however this could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
Concomitant product: devices used in the procedure included: 4fr short sheath meister, 4fr gc by terumo, prowler select plus. The device has been returned for analysis; however, the analysis has not yet been completed. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a right internal iliac artery aneurysm, after successful implantation of ten coils using a trupush coil pusher (632774x/10563114), the physician found a foreign substance stuck to the tip of the coil pusher after completion of the procedure. It was assumed by the physician that the substance could be the coating of the pusher that had peeled off or coating from the prowler select plus microcatheter (606-s255fx,lot unknown). It was reported that the procedure itself was successful with no patient injuries or complications and the same microcatheter was used throughout the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained through the microcatheter at all times. No visible damage was noted on the product prior to the event. The microcatheter was discarded by the customer. No further information was available.